Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump powered off without an alarm. Her blood glucose level was 264 mg/dl. At the doctor's office, after downloading her insulin pump, she noticed some weeks of data were missing. In the alarm history a battery out limit alarm was found. The product was not returned. Nothing further to report.